Event description:
Hemopro was in use for about 20 minutes for a vein harvest then it stopped cauterizing. It did not appear to be the cautery cord so the hemopro was exchanged for another one, and the new one worked without further issue. No patient injury. Initially thought to be the power source because it was not cauterizing. Upon changing to another hand piece, the device worked properly. The hand piece malfunctioned. Power setting was 3.